Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A portion of edge material is broken off the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The multifocal toric company lens was replace with an unspecified non company lens. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported after surgery, iol was explanted with reason was all ranges of vision are blurry. Iol was replaced with a non company lens. Additional information has been requested.